Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that deployment difficulties occurred. The target lesion was located in the left superficial femoral artery (sfa). A 6x200x130mm innova¿ stent was selected to treat the lesion along with a .014¿ guidewire. Deployment was initiated via the thumbwheel and 120mm of the innova¿ stent was deployed. The physician the proceeded to deploy the remainder 10mm of the stent via the pull grip, however the pull grip would not release the remainder of the stent. In attempts to deploy the stent, the deployment handle was then opened and it was observed that the inner lumen was kinked. The physician backloaded a v18 stiff wire through the inner lumen to straighten the lumen out and then he proceeded to successfully deploy the stent. No patient complications were reported and the patient¿s status fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The handle was separated when returned from customer, and was attempted to be put back together. There were 3 kinks noticed on the outer sheath. The 1st kink was approximately 8cm from the nosecone, the 2nd kink was approximately 13cm from the nosecone and the final kink was approximately 27.5cm from the nosecone. The mid-shaft showed one kink approximately 40.5cm from the tip. The pull-rack was taken out of the handle and was separated from the handle. The middle sheath was pulled from the retainer. There was kinks of the proximal inner shaft. The stent was not returned in the device. The device was inspected by the engineering team and inspected for further damage. No further damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties occurred. The target lesion was located in the left superficial femoral artery (sfa). A 6x200x130mm innova stent was selected to treat the lesion along with a .014¿ guidewire. Deployment was initiated via the thumbwheel and 120mm of the innova stent was deployed. The physician the proceeded to deploy the remainder 10mm of the stent via the pull grip, however the pull grip would not release the remainder of the stent. In attempts to deploy the stent, the deployment handle was then opened and it was observed that the inner lumen was kinked. The physician backloaded a v18 stiff wire through the inner lumen to straighten the lumen out and then he proceeded to successfully deploy the stent. No patient complications were reported and the patient¿s status fine.